Manufacturer narrative:
It is not known if the device will be returned. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, a supplemental report will be submitted if the device is returned. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use in a clinical trial with pigs, the continuous cardiac output values from a swan ganz catheter increased with a "nearly" constant slope over time. Per customer, "this behavior appears to resemble a drift-type noise rather than a physiological change." Cardiac output values begin reasonably but show a consistent upward drift. The values rise to unusually high levels towards the end of the recording. The clinical trial study was conducted on sedated, mechanically ventilated pigs (about 50kg) with hypoxia induced via gradual fio2 reduction. The pig's experimental condition was perfluorocarbon perfusion via abdominal cavity.